Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and product released met specification. There was no actual or representative complaint sample returned for evaluation, thus no physical assessment was conducted for this complaint and investigation. Non-deflation could be occurred due to various reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted.

Event description:
Complaint description: when performing the balloon test on the 2-way foley probe no.16 with 10ml distilled water, it was found that when removing the water from the balloon, it did not deflate, making it impossible to use the product and discarding it and opening a new probe.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Complaint description: when performing the balloon test on the 2-way foley probe no.16 with 10ml distilled water, it was found that when removing the water from the balloon, it did not deflate, making it impossible to use the product and discarding it and opening a new probe.